Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the packaging blister damaged or was the seal broken? Was the product sterilized or subjected to any other processes before application? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? Can you identify the lot number of the product that was used?

Event description:
It was reported that the surgeon performed a peritoneal cath removal procedure on (B)(6) 2016 and topical skin adhesive was used on the patient. During the procedure, the surgeon pinched the glass ampule, which broke into shards coming through the plastic and caused a puncture to the surgeon. Additional information has been requested.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. Signs of force are observed since the butyrate tube looks deformed. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection show that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation, so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿